Event description:
It was reported the patient experienced a gradual return of symptoms. The patient didn't relate the return of symptoms to the stimulation therapy. The device had not been checked in approximately eight months. The patient reported the device turns off, but didn't know when it occurs. The patient also had a sleep apnea system; he was going to check the device before going to bed and keep a diary of when the device turns off to check if the sleep apnea machine has any effect on the generator. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR. Report #3004209178200804338.

Manufacturer narrative:
.